Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.6b., h.6.

Event description:
The device has been explanted.

Event description:
Patient reported right side swollen lymph node, and pain. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: lymphadenopathy: unable to observe since it is not related to the device. Pain: unable to observe since it is not related to the device. Additional observations: deformation is observed. Creases are observed. Wear abrasion is observed. Observed 40 mm dark patch edge material inside gel device. No further actions are required since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy.

Event description:
Patient reported right side swollen lymph node, and pain, event lymphadenopathy. Confirmed by healthcare professional. Device remains implanted.